Event description:
The customer reported that the device failed to discharge during testing with associated error codes 1000 (a defib failure/cycle power message), and errors 90007 and 90008. These errors are all related to the failure to discharge symptom. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.